Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g7 sensor and entered the sensor code into the dexcom app but not into the ilet, resulting in failed pairing and prolonged hyperglycemia until the device was subsequently connected and insulin delivery resumed. Symptoms included vomiting. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing at the time of the call. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed user setup error regarding sensor code entry into the ilet, which led to absent cgm input and suspended automated insulin dosing until corrected. It was concluded that the event was attributable to user error in system setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.